Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing. As a resolution programming changes were made on (B)(6) 2025. The patient condition was stable.